Event description:
During a coronary eluting stenting treatment procedure, the stent moved on the balloon. The target lesion was located in the non-tortuous, moderately calcified, 100% in-stent restenosed left anterior descending artery (lad). A 2.25x16mm taxus express2 drug eluting stent was advanced toward th elesion, but was unable to cross. While attempting to withdraw the stent back into the xb 3.5 cordis catheter, resistance was felt. Angiography demonstrated the stent had moved from the proximal marker band. The stent delivery system and guide catheter were removed as a unit and the stent remained on the delivery balloon. The lesion was successfully treated with balloon angioplasty. No patient complications were reported.